Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer blood glucose level was unknown. Customer stated drive support cap appeared to be normal. Customer stated that the insulin pump had been exposed to MRI. Customer able to clear the alarm however not able to rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewinding due to corroded home switch noted.